Manufacturer narrative:
Two controllers, seven batteries, two cac adapters and a pump were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis did not reveal any alarms prior to the reported event. An observation during log file analysis revealed premature power switching events. Analysis of the back-up controller did not reveal a controller power up or motor start event. This indicates that the patient, or relative, did not attempt to perform a controller-exchange. Log file analysis on (B)(4) (primary controller) did not reveal any alarms that were logged prior to the loss of power. The last data point was logged on (B)(4) 2015 at 21:07:03; a controller ac adapter on power port 1 and a battery (B)(4) at 85% rsoc on power port 2. No controller power ups or motor starts were logged. A controller power up or motor start event was not logged during the reported event date for the backup controller ((B)(4)). This suggest that a controller exchange by the patient or relative to the backup controller was not performed. Analysis of the device revealed that controller ((B)(4)) met specifications; these device passed visual examination and functional testing. The root cause of the reported event can be attributed to a shorted power mosfet on the power board. This issue is currently being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (3007042319-2015-01661, 2015-01662, 2015-01663 and 2015-01664) submitted for devices related to the same event.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was staying at his mother in law's house, who was not formally trained in vad emergency management. The mother-in-law reported that the patient was watching television on (B)(6) 2015, when he suddenly yelled "batteries!" His son ran and got the backup equipment and they changed the equipment. The alarm did not stop and the patient passed out. CPR was performed by the son until the ambulance arrived. The paramedics continued CPR but they then stopped when the police arrived. The patient was not taken to hospital. The death has been referred to the state coroner's office. Return of the pump with all equipment has been requested by the vad coordinator. It was not reported what "backup equipment" was used; whether only spare batteries or the backup controller was also related to the event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. There is a warning to keep a spare set of fully charged batteries and a spare back up controller available at all times. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of four reports (3007042319-2015-01661, 2015-01663 and 2015-01664) submitted for devices related to the same event.